Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 510 mg/dl and ketones. Customer alleged bg was caused by an unspecified pump issue. Manual injections were administered to address bg. Current bg was 120 mg/dl. Recommendation was made to consult with their health care provider to discuss diabetes management.